Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. The manufacturer¿s field service engineer (fse) confirmed the reported extended self-test (est) failure issue. The fse replaced the bacteria filter, and the extended self-test passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported extended self-test failure. There was no patient involvement.